Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no evidence of "load step malfunction". Black box records for the reported date showed that a cartridge was successfully loaded and the pump was primed. The force sensor was tested and found to be within specifications. An ez-prime operation was performed successfully on testing without any prime issue. The pump was opened for investigation and did not reveal any evidence of internal damage or defect to the force sensor or force sensor circuit.

Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.